Event description:
It was reported that insertion of the spring wire guide (swg) was problem free and catheter was advanced over wire w/o problems. On removal of swg, a huge effort had to be made. Core wire broke and catheter had to be removed from patient. No complications were reported.